Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon impaction of the final femoral head with impactor on an anterior total hip arthroplasty, the impaction tip broke. The surgeon and surgical tech noticed a small piece break off and fall away from the incision. The small piece that broke off of the impaction tip was not recovered and did not appear to be inside either. There was no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine.